Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a loss of stimulation resulting in a return in dystonia symptoms and deterioration in tone control and upper limb function. X-ray imaging was performed and confirmed that the lead extensions were fractured. The patient was scheduled for a future revision to replace both lead extensions. The revision has not yet occurred.

Manufacturer narrative:
Block b3 date of event: approximation based on date that the patient first noticed the issue - (B)(6) 2025. Additional suspect medical device component involved in the event: model: nm-3138-55. Serial: (B)(6). Batch: 7080574. Catalog description: 55cm 8 contact extension. UDI: (B)(4).